Manufacturer narrative:
The system was examined and the reported event was not replicated. The laser was no longer recognized by the console. The core module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 30, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the core module. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Event description:
A customer reported that before a procedure, the laser would not activate. Additional information has been requested.

Manufacturer narrative:
The core module was received for evaluation. A visual assessment of the returned sample did not find any obvious visual nonconformity. The returned core module was installed onto a known good and booted up per however, the returned core module was unable to boot up to completion and was unable to be recognized by the system. After troubleshooting, the printed circuit board (pcb) was found to be nonconforming and its replacement resolved the issue. The root cause of the reported event can be attributed to the pcb, which was found to be nonconforming. However, how and when the pcb became nonconforming cannot be determined conclusively. (B)(4).